Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 8/6/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 130 to 145 mg/dl. The customer feels well and did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 412 and 513 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 : 442 mg/dl date: (B)(6) 2018 time: 12:24 pm fasting. A follow up call was made on (B)(6) 2018; customer states that sought primary physician for a follow up on (B)(6) 2018. Physician administered toujeo 10 units to customer during the office visit due to a customer's glucose reading of 413 mg/dl fasting with the physicians meter. Customer is now taking toujeo. Per customer she has changed her medication metformin to glipizide 3 weeks ago.